Manufacturer narrative:
The injection screw was not bent. There is some resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue.

Event description:
Customer reported via phone call that their blood glucose is high when using the inpen. Blood glucose at the time of the incident was 350 mg/dl and used a different inpen to treat. Customer performed troubleshooting and insulin dispensed 2.0 units when primed. No harm requiring medical intervention was reported. The device was returned for analysis